Event description:
Pt, (B)(6), male, (B)(6), had pneumonectomy performed (date unk). Some time after this procedure, the pt had additional surgery to close the abdominal wound. This surgery occurred on (B)(6) 2009. At this time, the surgimend device was implanted. It is not known whether the wound was completely closed at this time. On (B)(6) 2009, an exploratory laparotomy was performed. It was observed that the inferior portion of the fascia repair was not intact and partially eviscerated. The pt had increased abdominal pressure. An infection was present. The surgeon indicated that the failure of the device was not a major contributing factor to the pt's condition.

Manufacturer narrative:
Product lot record checked and found to be in order. Device used in procedure where infection was present. Instructions for use warning indicates "exercise caution when using surgimend in regions where an infection exists or is suspected." Instructions for use contraindications state that, "surgimend should be used with caution in surgical locations where an infection exists or is suspected. Collagen-based implants may be susceptible to degradation by enzymes produced by bacteria." It is likely that the presence of an infection at the surgical site contributed to the failure of the device.